Manufacturer narrative:
Follow-up 08/16/2016: customer reported that after speaking with tandem technical support on (B)(6) 2016, their blood glucose levels returned to target after changing their pump supplies. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 309 (mg/dl). Customer administered a correction bolus and manual injections to treat their bg levels before reverting to injections for diabetes management per the recommendation of their health care provider. System check with tandem technical support indicated pump was performing as intended. Recommendation was made to consult with health care provider to discuss diabetes management.